Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is possible the IFU deviation contributed to the reported event. Additionally, the product was used after expiration, therefore it should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. It is unlikely the IFU deviation contributed to the reported event. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right internal carotid artery. A 2.8x26mm rx graftmaster covered stent failed to cross due to the anatomy. The device was removed and the perforation was sealed successfully through coiling. There were no reported adverse patient sequelae. No additional information was provided.